Event description:
It was alleged that during a plasma infusion on a pt the child's blood pressure dropped and air in the line was noted. It was further noted that the pump did not alarm. Channel b was in operation at 70ml/hr for over one hour. There was no reported pt consequence.